Event description:
Patient had mediport placed in the left subclavian for chemotherapy use with fluoroscopy confirmation of position. When patient arrived for outpatient infusion, port was accessed with no blood return. Cathflo was instilled. Patient reported pressure when the port was being flushed. Nurse noted again there was no blood return and patient continued to report pressure with flushing. Positional changes that worked in the past were no longer working. Nurse noted no visible swelling at site. Port studies were ordered and completed. Imaging found the port hub itself intact and the catheter was attached to the port hub. However, ¿the catheter itself was discontinuous, with wide separation between the edges. The contrast exist the distal end of the catheter with difficulty, and there are no signs that the catheter tip is within the vessel.¿ the patient underwent the removal of the fractured catheter ¿with the distal end being hung up in the right atrium and innominate vein¿. The subclavian port was replaced with a left internal jugular (ij) during the same procedure. Surgeon comments include, ¿fluoroscopy did again reveal the fractured distal portion of the mediport and the more proximal segment at the left subclavian vein. Venogram with our catheter parked at the innominate vein showed a widely patent left innominate vein, ij and superior vena cava. A snare catheter was advanced. A small tulip snare was used to snare the remnant catheter that was free floating in the right atrium. This was then grasped and retrieved into the 16-french sheath and removed from the body. Completion venogram revealed patency of the central veins without any evidence of stenosis or residual catheter fragments.¿